Event description:
It was reported that a patient underwent an implantation of mesh procedure in 2009. The next month, the patient returned with a fever of 104 degrees and was admitted to the hospital. Additional information has been requested.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.